Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two maxcore disposable core biopsy instruments for evaluation. Upon visualization of sample 1 and sample 2: the device was received without protective tubing and no yellow guard attached to the needle. The maxcore disposable core biopsy instrument appeared to be clean. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. The exposed sample notch was found to be bent forward when positioned on a flat surface. During functional testing of sample 1and sample 2: the complaint sample was returned half-primed with the top slide pulled back and the bottom slide in initial position. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs was fully engaging with the device housing. Upon functional testing of sample 1: due to the sample notch bent forward, no dry fire and sampling functional tests were performed. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that both bumpers were not completely seated in the correct position. When removing the stylet from the cannula, the tangs did not appear to be damaged or deformed. Upon functional testing of sample 2: the device was able to prime and fire properly. All 30 dry fires were completed with no issues. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Upon disassembly, it was noted that both bumpers were not completely seated in the correct position. When removing the stylet from the cannula, the tangs did not appear to be damaged or deformed. Upon dimensional observation of sample 1 and sample 2: the actual notch thickness of the sample, cannula outer tang width, stylet tang width was measured was measured and the measurement was within the acceptable range. Therefore, the investigation is inconclusive for the reported limited information as no objective evidence was provided for review. The investigation is confirmed for the identified self-activation as the top slide was self-activated during the drop test. A definitive root cause for the limited information and identified self-activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore. During the procedure, the device impossible to perform the puncture. A second device from the same batch was used without success. A third device from another batch was used successfully. There was no reported patient injury.